Manufacturer narrative:
Claim# (B)(4).

Manufacturer narrative:
Corrected data: corrected to "(B)(6) 2018" in the initial MDR. Patient code: "2137" not included in the initial MDR. Device code: "1401" not included in the initial MDR. Additional data: claim# (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.7mm, micl13.7, -15.0 diopter, implantable collmer lens into the patients right eye (od) on (B)(6) 2018. The lens was later removed and replaced with a shorter length lens due to excessive vault, pupil block, angle closure, intraocular pressure, and blurred vision. It was reported that the replacement lens resolved the problem, patient was stable. Patient is currently on alphagan. In the reporters opinion the cause of event is due to the recommended diameter, was too big.